Manufacturer narrative:
The treatment tip and system data logs were returned and evaluated. System log evaluation determined the system and hand piece performed as expected. Tip evaluation results indicate the tip passed leak and thermistor tests but failed the visual inspection due to the observance of dielectric breakdown on the tip membrane. No dents or scratches were observed. No functional testing was possible due to the condition of the returned device. A review of manufacturing device record showed all requirements were met. Based on the available information, dielectric breakdown of the tip most likely contributed to this event.

Event description:
A clinic reported that following a thermage flx treatment the clinician observed blisters in the mandibular area. The treatment was completed at a maximum power level of 3.5. The treatment tip was inspected prior to use with no abnormalities noted. Available patient picture was reviewed. Erythema and a blister of approximately 2 cm is visible on the upper neck area. No medical intervention was reported. The current status is reported as recovered with no permanent injury. Medical review of this event determined that no serious injury occurred. Upon product return and evaluation a device malfunction was identified.

Manufacturer narrative:
Additional investigation of the treatment tip confirmed no dielectric membrane breakdown. No device malfunction or serious injury occurred. The information provided does not suggest that this incident may have caused or contributed to a death, serious injury or a serious deterioration in state of health. Recurrence is unlikely to result in a death, serious injury or a serious deterioration in state of health.